Event description:
I went in to see my obgyn to discuss choices of permanent birth control due to me not wanting any more children. I had been on other birth control and was tired of getting the shots and wanted something more permanent. So after meeting with my obgyn I decided the essure would be my choice I was told it was safe I did not need surgery it would be done in the doctors office and all I would need was pain killers an hour before my procedure. The day of my procedure (B)(6) 2011 is something I will never forget the procedure was so uncomfortable and painful the doctor even offered to stop and for me to come in for the second coil. I had cramping for several days which I took ibuprofen for comfort. I stayed on my current birth control for the next three months and then in for the dye and x-ray test to make sure that the procedure took and that scare tissue had build up in my fallopian tubes to prevent pregnancy. I received confirmation a week or so after the test that my fallopian tubes were blocked and that I could not get pregnant. Unfortunately I continued to have cramping and pain especially during my menstrual cycle. I continued to deal with it since I figured it was better than getting pregnant, I was also told that it would get better. To my surprise in (B)(6) of 2011, I came up pregnant and scared. We was not in a position to be ready for another child that is the reason I took steps to prevent me from becoming pregnant. I chose to have an abortion shortly after finding out I was expecting and also decided to go back on birth control for added protection. I chose the 10yr iud which ended up uncomfortable and cause cramping and menstrual issues so I asked to be switch to the morena iud, well a couple of months after that I started to have sharp calve pain in my right calve and went into the urgent care to find out I might have a blood clot I was told to go directly to the ER to have further testing done. I was on blood thinners for six months was told that birth control was no longer a option due to the blood clot and that they also found out that I am hypercoagulable which means I have a partial gene for clotting which make impossible for me to take anything with hormones in it. I met with a hematologist to go over blood test results an she told me I needed to lose weight, stop smoking an have the morena removed immediately an that if I ever get another blot clot I would have to be on blood thinners for the rest of my life. I stopped smoking cold turkey that same day and made an apt to see my ob doctor. So after meeting with my obgyn doctor I decided that I would schedule to have my fallopian tubes removed that following (B)(6) 2011. So three month after finishing my blood thinners I was put under which what I was trying to prevent since I am scared of being put to sleep. The surgery went well however when I woke up my doctor as well as a representative from essure was at my bed side. I was informed that the left coil had pushed its way out of the tube an was hanging on the outside and that the right coil had pushed its way out of the tube and was hanging on the outside and that the right coil had also pushed its way out and was stuck on the outside of my uterus I was given pictures and sent home to recover. I have struggled with head aches, and never ending hot flashes mood swings and severe cramps especially during my menstrual cycle. I tried reporting and talking with lawyers and was told there was not anything I could do. I feel that this is not a safe form a birth control and should be taken off the shelf so that no other woman has to endure any suffering to this product. At the time of all of this I was healthy and not on medication.